Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was unable to read pressure.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to read pressure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found customer reported issue. In order to fix the issue, fse replaced cable,bp transducer. Equipment is not cleared for use, due to making a funny noise while running. Equipment will be repaired under (B)(4).

Event description:
N/a.